Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a device failure where the soft key #6 was not working. The device was inspected by bd technical practice consultant and found s8, 3, 6, 9 keys were not working. This was discovered through standalone test maintenance keypad test performed in maintenance more. This was observed by bd representative during site visit. There was no patient involvement.